Event description:
I have used ace brand wrist braces with splints for my carpel tunnel for several years. Recently I bought a new pair. The right one is ok, but the left one caused a severe chemical or radiation burn on my hand. I did not wear them for a few weeks then upon a second use the same problem occurred. These wrist braces are made in a foreign country and I am concerned that they are contaminated. The burn that I received on my hand has been very severe and extends deep into the flesh. It has been very slow to heal and continues to be a problem. I have been treated for the burn at an emergency clinic, but it will not go away. I have been treated 3 times for this chemical burn. Dates of use: 2007. Diagnosis or reason for use: carpel tunnel syndrome. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.